Event description:
It was reported that "broken implant asymptomatic for the pt. Fusion occurred; no new surgery necessary."

Manufacturer narrative:
Summary of evaluation: x-ray inspection confirmed fusion occurred. Breakage asymptomatic for the pt according to the surgeon. The exact cause of the breakage is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.